Event description:
One day post implantation with collagen test in the volar surface of the forearm, the patient experienced lower lip swelling. The second day post treatment, the patient developed hives. The hives were not controlled by benadryl which the patient had used at own discretion. Two days later, the patient went to the hospital and was admitted. The patient also had a concurrent tooth abscess, history of shellfish allergy which manifested itself in a swollen lip and was receiving botox injections.